Event description:
The reporter stated that as the screw was being placed the distal threads broke off the screw. The screw was left in place in the surgical site. In a telephone call the surgeon stated that the procedure was for correction of a bunion deformity of the left foot. He stated that the device malfunction was not likely to adversely affect the outcome of the procedure.

Manufacturer narrative:
The device involved in the reported incident will not be returned for evaluation. An investigation has been initiated based upon the reported info.